Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was found to be split and leaking at the distal end prior to implant. The catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.